Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up (B)(6) 2010. The information obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2010, (B)(6) 2012 through to (B)(6) and again on the (B)(6) 2011. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically. The device switching itself on automatically has the potential to cause early depletion of the pad-pak (battery). The pad-pak (lot a1300) returned with the device was tested and whilst it was shown to have been depleted it had not been fully depleted. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.